Manufacturer narrative:
Excessive.

Event description:
The reporter stated the surgeon implanted a 13.0mm icm130v4 implantable collamer lens in the patient's left eye (os) in 2006. The lens was explanted due to excessive vaulting. Subsequently the patient experienced narrowing of the angle and shallowing of the anterior chamber. The lens was not exchanged for another lens.